Event description:
It was reported that the patient presented with a right ventricular lead that exhibited poor sensing with r waves decreased to 3mv and 4 mv. The lead also exhibited high capture threshold which resulted in loss of capture. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of r-wave amp variation, sensing anomaly, and failure to capture were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies except for procedural damage.